Event description:
The manufacturer received information alleging that patient said sometimes she isn't getting enough air that her chest hurts so she wakes up in the middle of the night and goes to sleep in a recliner chair and she is having a hard time breathing and nose is irritated as well related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.